Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer provided quality control data, which indicated results were in range prior to samples being run. Ccc instructed the customer to check for process errors, and there were none. The customer also informed ccc that the v-lyte sensor was replaced right before the samples in question were run. A siemens headquarter support center (hsc) specialist reviewed the instrument data. Hsc concluded that improper loading of the v-lyte sensor impacted the proper dilution of the first sample and two subsequent samples by the integrated multi-sensor technology probe. It was also discovered that samples were centrifuged outside of tube manufacturer's instructions for centrifugation. The cause of the samples being centrifuged outside of tube vendor specifications is failure to follow instructions. The cause of the discordant sodium and chloride results was due to a user error. The instrument is performing according to specifications. No further evaluation of the device is required

Event description:
Discordant sodium (na) and chloride (cl) results were obtained on patient samples on a dimension vista 1500 instrument. The discordant results were reported to the physician(s). A nurse questioned the results of patient sample (B)(6). The samples were repeated on the same instrument, and the results matched the patients' histories. The corrected results were reported to the physicians(s). There are no known reports of patient intervention or adverse health consequences due to the discordant na and cl results.